Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: two products involved were reported for this single procedure. Please clarify if the two products involved presented the same issue? - yes. 2 products had the exact same issue. What is the lot number for each damaged device? - no lot number was provided and the product was thrown away.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. During the procedure the leur lock from the small applicator could not be removed. No adverse patient consequences were reported. Additional information was requested.